Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Evaluation summary: customer report of "calcification and stenosis" was confirmed. X-ray demonstrated wireform intact and heavy calcification on all 3 leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 3 at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Hematomas were observed on both the inflow and outflow surfaces of all three leaflets. Sewing ring cloth was cut in multiple areas around the valve.

Event description:
Edwards received notification that a valve model 7300tfx25 was explanted from the mitral position after an implant duration of seven years and two months due to calcification leading to restricted leaflet motion and stenosis. The patient presented with shortness of breath and syncope. As reported, the procedure was successful. The patient was noted as to be discharged at home on pod #10.

Event description:
Edwards received notification that a 7300tfx25 edwards valve was explanted from the mitral position after an implant duration of seven (7) years and two (2) months due to calcification leading to frozen cusps and stenosis. The patient presented with shortness of breath and syncope. A non-edwards mechanical valve was successfully implanted in replacement. The patient was noted as to be discharged at home ten days after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.